Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. However, unable to perform the displacement test and occlusion test due to missing retainer. Detail trace analysis confirmed pump error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on printed circuit board the insulin pump was monitored and functioned properly. Insulin pump was also received with corroded battery tube, scratched case, keypad overlay scratched, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error 25. The alarm occurred every 4 hours. The insulin pump was broken at the reservoir connection. The transparent plastic guard and the o-rings were missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.